Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer blood glucose was 576 mg/dl at the time of incidence and took 25u insulin after 20 minutes blood glucose went to 600 mg/dl. Customer stated they feel okay to troubleshooting. The customer stated that the auto mode feature was not active. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.